Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" error concerning the proximal flow sensor was found in the ventilator's downloaded error log. Customer requested no repair be made to device, device returned to the customer unrepaired.